Event description:
Reportable based on the product analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, a no cross occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. Following predilatation, the physician advanced the 2.75x24mm promus element mr stent delivery system to the lesion and it was unable to cross. The procedure was completed with different device. No patient complications were reported and patient condition is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted that two stent struts from a strut row near the middle of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).